Manufacturer narrative:
The 8637-20 device remains implanted and in service. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient via a company representative indicated that since implant, (B)(6) 2012, the patient has only felt the medication working on one side of their body, the patient has had no pain relief on the left side of their body and cannot feel a bolus on the left side when using their personal therapy manager (ptm). It was reported that no diagnostics had been done. The pump and catheter were explanted on (B)(6) 2015. The pump was delivering fentanyl with a 2,000 "mcg" concentration at a dose of 174mcg/day and bupivacaine with a concentration of 20mg/ml at a dose of 1.748mg/day. The lot number of the intrathecal medications and concomitant drug information was unknown and unable to be obtained by the company representative. The indication for use was noted to be degenerative disc disease and spinal pain.